Event description:
The physician reported, a flipped pump that was confirmed by imaging. It was noted that the catheter access port was positioned at 12 o'clock and the catheter connector at the 10-11 o'clock position. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).